Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient's benefit from the device is reportedly affected.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to a possible external impact. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Recipient_s benefit from the device is reportedly affected. Re-implantation is considered but has not yet been decided upon.